Event description:
It was reported that the distal tip of the device broke while rotating during the procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device was discarded.

Event description:
It was reported that the distal tip of the device broke while rotating during the procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.